Manufacturer narrative:
Na. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that a 22 mm amplatzer septal occluder was chosen for implant using an 9f amplatzer torqvue delivery system. It was noted that the device was release with cobra shape. The procedure was then completed successfully using a new 22 mm amplatzer septal occluder (lot# 11161970). The deformed device was never released from the delivery cable while inside the patient. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.